Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an inguinal hernia repair, each of the reported devices only deployed a few clips. There was an issue with loading and firing of clips. Those that were fired, fired malformed clips. Surgeon used competitor's device to resolve the issue. No patient injury.